Event description:
It was reported that allegedly the doctor had been using the probe for approximately 30 minutes and had entered the shoulder several times. Reportedly, while the probe was in the joint, the tip began to crumble and the ceramic began to crack and flake off the tip. Removed probe and used graspers manually to remove ceramic portions of tip as well as the metal electrode. Procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.